Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; the front panel was blinking due to turret motor and high brightness motor (socket) fatigue. Chassis rust was also found. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report their visera pro xenon light source¿s panel flashing. No patient or user harm has been reported.

Manufacturer narrative:
Updated h6 to include final investigation coding.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over fifteen years since the subject device was manufactured. Based on the results of the investigation, it is likely that the faulty turret and high intensity motors led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred during pre-use inspection, and no patient involvement has been reported.